Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was going to change program and got the doctor screen with the por message. The patient called and made an appointment with their doctor on july 13th. The patient said she noticed it after when she had endometriosis surgery. The patient said it was at least three weeks ago. The only other thing she said she had was transvaginal ultrasound. The patient said she has not noticed a huge return of symptoms, just one night. She said she maybe peeing more but not enough to mess with quality of life. It was recommended that they follow up with their healthcare professional. No further patient complications are anticipated or expected as a result of this event.